Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies between bg and sg readings. During analysis, customer care was unable to find a bg value entered on (B)(6) 2025 that matches the example provided. The case was escalated where review of sensor data did not indicate any system malfunctions. As part of proactive troubleshooting, the user was advised to relink the sensor to clear the calibration history and any potential calibration misalignment, which was performed successfully. The user was advised to resume normal use of the system and to contact customer care if any additional concern arises. To date, no additional concerns have been reported by the user. Upon dms review user is using the system with information up to date.